Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01301. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 15mm nc emerge® balloon catheter was inserted in a 145 5-in-6 guidezilla¿ guide extension catheter. However, the guidezilla broke into the guiding catheter and was removed as a unit. Afterwards, a new 145 5-in-6 guidezilla¿ guide extension catheter pre-inserted with the same balloon was prepared. However, during manipulation, the guidezilla broke again at the insertion point and the procedure ended. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation at the collar of the device, with additional damage to the collar, tip damage (misshapen), and numerous kinks in the distal shaft. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01301. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was inserted in a 145 5-in-6 guidezilla guide extension catheter. However, the guidezilla broke into the guiding catheter and was removed as a unit. Afterwards, a new 145 5-in-6 guidezilla guide extension catheter pre-inserted with the same balloon was prepared. However, during manipulation, the guidezilla broke again at the insertion point and the procedure ended. No patient complications were reported and the patient's status was fine.